Event description:
It was reported during set up of an unknown procedure, the flex deflectable videoscope exhibited image distortion. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure not confirmed. Based on the results of the investigation, a probable root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: control part was sticky. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.